Event description:
The patient contacted animas on (B)(6) 2012 alleging that the keypad buttons were not responding correctly. There is no reported damage or moisture to the pump. The patient reportedly wore the pump on a belt and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and ok keypad buttons were intermittently responsive. The up arrow and down arrow keypad buttons were found to be responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.